Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient was experiencing an increasing pain that was worsening her overall condition and it was unknown if it was device related. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had a competitors device.

Event description:
A report was received that the patient was experiencing an increasing pain that was worsening her overall condition and it was unknown if it was device related. The patient will undergo an ipg replacement procedure.